Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead exhibited intermittent capture. The patient also experienced diaphragmatic stimulation. The lead was explanted and replaced. No further information was available.

Event description:
New information available on (B)(6) 2018 states that the patient presented in clinic for follow-up experiencing intermittent muscle stimulation. The lead was explanted and replaced. The patient was fine before, during and post-procedure.